Manufacturer narrative:
The actual device was not returned; however, three companion samples were received and evaluated. Visual inspection was performed with no issues noted on any of the samples. Pressure test was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a one-link device disconnected from the female luer of a non-baxter pump. This occurred when using contrast media. It was reported that there was ¿not enough engagement between luers due to connection technique¿. There was no patient injury or medical intervention associated with this event. No additional information is available.